Event description:
Reported as "slippage with partial obstruction." Follow up findings: pt has been experiencing gastroesophageal reflux occasionally and has pouch dilatation. This was noted on event date.